Event description:
It was reported that before the surgery, noted the package was unsealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2023. Batch # unk. Investigation summary this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload inside of its opened package and the reload appears to be partially dislodged from the right side. The second photo shows a package partially open. However, the seal area can be seen complete and with no damages. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 908a78, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent: 6/23/2023. D4: batch # 892a57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gcfrgb reload was returned unfired with the reload pan partially dislodged from the right proximal side. Upon visual inspection, the package was noted to be partially open, and no damage was observed related to integrity. In addition, the seal area was noted completed. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device lot number 908a78, and no non-conformances were identified